Event description:
It was reported that at the user facility, the device was unsealed when the package was opened. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.

Manufacturer narrative:
The reported event of the device being received unsealed was not reported to involve an actual occurrence of biocontamination, and it is easily detectable upon receipt. Therefore, it is not likely that if this malfunction were to recur that it would lead to a death or serious injury. Based on a review of the risk documentation and the reported information regarding this event, no report will be filed.

Event description:
It was reported that at the user facility, the device was unsealed when the package was opened. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.